Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed over-sensing in the form of artifacts. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted the full lead was returned with the helix extended. The distal conductor is fractured at 20.5 cm. The rv conductor is fractured at 20.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.